Manufacturer narrative:
The explanted leads were kept by the pt and will not be returned for eval. The pt is reportedly doing well.

Event description:
Shortly after implant of trial leads, the pt reported headaches. The surgeon decided to explant the pt's trial leads.